Event description:
It was reported that the biomed has drained the device and was trying to fill, but device was not sucking up water. Mis verified placement of fill tube and no pads were attached. When select fill reservoir could hear the device power, but nothing occurred. Biomed unsure when the last time the device was calibrated. Mis recommended nurse run a calibration to see if received any error messages. If device was not sucking up the water, then there could be a pump issue. Per additional information received via biomed on 15nov2022, it was determined to be a failed circulation pump. Biomed would like to send the device in for 2000 service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a weak circulation pump. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling related. Hence, labeling review was not performed. Correction: d, f, g, h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the biomed has drained the device and was trying to fill, but device was not sucking up water. Mis verified placement of fill tube and no pads were attached. When select fill reservoir could hear the device power, but nothing occurred. Biomed unsure when the last time the device was calibrated. Mis recommended nurse run a calibration to see if received any error messages. If device was not sucking up the water, then there could be a pump issue. Per additional information received via biomed on 15nov2022, it was determined to be a failed circulation pump. Biomed would like to send the device in for 2000 service. Per sample evaluation results received on 20jan2023, the root cause of the reported issue was due to a weak circulation pump. It was reported that the l-tube and double l-tubing appeared distended or expanded, but water flow was not impeded. It was also stated that the scratches were noted on the control panel screen. It was noted that the l-tube and double l-tube would be replaced preventatively.